Event description:
It was reported that the patient experienced nocturnal hypoglycemia while using the ilet, with glucose fluctuating overnight up to 228 mg/dl and subsequently dropping to 53 mg/dl; the patient treated with oral glucose (soda) and food (hot pocket), and later recorded a glucose of 225 mg/dl. Symptoms included dizziness, shakiness, and disorientation during the low, with no symptoms reported at the later elevated reading. Outcomes included recovery without hospitalization and no device alerts or alarms reported. Troubleshooting and education were completed with the patient, and the cause of the hypoglycemia remained unclear. Investigation included internal case review under the referenced healthcloud case and confirmation of treatment with oral glucose. Investigation of this case revealed no device malfunction reported and no alarm activity, and no device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.